Manufacturer narrative:
B5-additional information: apparently this occurred due to the patient's anatomy. During the surgery the patient's eye wouldn't adhere to the drops in order to place the icl into the patient's eye. Claim# (B)(4).

Manufacturer narrative:
B5-additional information: the lens was implanted into the patient's right (od) eye. H3-device evaluation: the lens was returned in liquid in a specimen cup. Visual inspection found that the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -16.0/+2.0/089 (sphere/cylinder/axis), into the patient's eye on (B)(6) 2020. Reportedly, the lens kept rotating and was explanted on (B)(6) 2020. It was not replaced due to patient anatomy.

Manufacturer narrative:
B5-additional information: reportedly, the original lens was dislocated. After repositioning on (B)(6) 2020 the lens was replaced with a longer lens. See MFR file# (B)(4), for replacement lens. Claim# (B)(4).